Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 20.400 psi, which is outside the acceptable range of 22¿38 psi. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed; however, the probable cause remains unknown. The device investigation is ongoing. No patient involvement was reported. CAPA-15 was initiated to investigate the root cause for these failure modes. Reference to complaint #: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 20.400 psi, which is outside the acceptable range of 22¿38 psi. No patient involvement was reported.